Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set had been leaking and the tape was not sticking. Reservoir was coming apart. Transfer guard came off when she was trying to fill her reservoir with insulin. Customer's blood glucose was 500 mg/dl. Customer will not be returning the reservoir for analysis.